Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: oral contraceptive nos. Concurrent conditions included uterine fibroid. Concomitant products included ibuprofen (motrin). On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced female sexual dysfunction ("apareunia apareunia (inability to have sexual intercourse)"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2010, 3 months 1 day after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2011, the patient experienced hypoaesthesia ("other injury(ies) or complication (s) please describe: numbness and severe pain in lower extremity after placement") and pain in extremity ("other injury(ies) or complication (s) please describe: numbness and severe pain in lower extremity after placement/leg pain"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea, dyspareunia, hypoaesthesia and pain in extremity outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, female sexual dysfunction, hypoaesthesia, menorrhagia, pain in extremity, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results: (B)(6) 2010 - hysterosalpingogram- impression: successful placement of essure device. Question of possible endometrial mass. Findings could related to fibroid or other tumor concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 4-may-2018: this case is valid case. Plaintiff's fact sheet and medical records received. Event injury was replaced with events : abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, other injury(ies) or complication (s) please describe: numbness and severe pain in lower extremity after placement were added. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 35-year-old female patient who had essure (batch no. 9439000-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: oral contraceptive nos. Concurrent conditions included uterine fibroid and cartilage tear in knee. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), hypoaesthesia ("other injury(ies) or complication (s) please describe: numbness and severe pain in lower extremity after placement") and pain in extremity ("other injury(ies) or complication (s) please describe: numbness and severe pain in lower extremity after placement/leg pain"). On (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"), 3 months 1 day after insertion of essure. The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea, dyspareunia, hypoaesthesia and pain in extremity outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, female sexual dysfunction, hypoaesthesia, menorrhagia, pain in extremity, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results: (B)(6) 2010 - hysterosalpingogram- impression: successful placement of essure device. Question of possible endometrial mass. Findings could related to fibroid or other tumor. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 1-dec-2018: update of information (batch is invalid). Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.